Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited intrinsic amplitude out of range. Upon checking in lat nxt, there were no values present in trend. Boston scientific technical services (ts) discussed that this is a result of 21-hour daily measurement and 24-hour trend window timing. There was no under sensing noted. Several months later, the patient went for a floor check at the hospital as the right atrial (ra) lead showed no capture at max output in aai. The rv lead also showed high pacing thresholds. A chest x ray (cxr) was ordered to confirm if the leads were dislodged as the patient was hospitalized due to a cerebrovascular accident (cva) due to a fall with brain damage. The cxr revealed the ra lead dislodged and the rv lead pulled back but still capturing in the rv. The patient has history of drug use. The physician requested device be programmed to vvi with tachy therapy set to monitor only. At this time the ra lead was explanted at a surgical intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited intrinsic amplitude out of range. Upon checking in lat nxt, there were no values present in trend. Boston scientific technical services (ts) discussed that this is a result of 21-hour daily measurement and 24-hour trend window timing. There was no under sensing noted. Several months later, the patient went for a floor check at the hospital as the right atrial (ra) lead showed no capture at max output in aai. The rv lead also showed high pacing thresholds. A chest x ray (cxr) was ordered to confirm if the leads were dislodged as the patient was hospitalized due to a cerebrovascular accident (cva) due to a fall with brain damage. The cxr revealed the ra lead dislodged and the rv lead pulled back but still capturing in the rv. The patient has history of drug use. The physician requested device be programmed to vvi with tachy therapy set to monitor only. Both leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance, inner insulation integrity and also a visual inspection. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited intrinsic amplitude out of range. Upon checking in lat nxt, there were no values present in trend. Boston scientific technical services (ts) discussed that this is a result of 21-hour daily measurement and 24-hour trend window timing. There was no under sensing noted. Several months later, the patient went for a floor check at the hospital as the right atrial (ra) lead showed no capture at max output in aai. The rv lead also showed high pacing thresholds. A chest x ray (cxr) was ordered to confirm if the leads were dislodged as the patient was hospitalized due to a cerebrovascular accident (cva) due to a fall with brain damage. The cxr revealed the ra lead dislodged and the rv lead pulled back but still capturing in the rv. The patient has history of drug use. The physician requested device be programmed to vvi with tachy therapy set to monitor only. At this time the ra lead was explanted at a surgical intervention and has been returned for analysis. No additional adverse patient effects were reported.